Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed during basic test due to loose protruded drive support disk. Unable to verify for history anomaly and unable to perform occlusion and excessive no delivery test due to prime fill anomaly. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked case near the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the alarm received will not allow us to clear or go to the alarm history. The customer was advised to perform rewind process again. The customer tried to clear the alarm again but will not clear it. The customer was unable to do rewind because it is stuck. The customer was advised that the device would be replaced.